Event description:
Complaint received via receipt of ufmw (B)(4). The report states "patient told his nurse that the tubing had come apart, hit the floor¿ he quickly screwed it back on. The point of the connection that came apart was where the pharmacy would attach a spiros to the IV tubing." There were no reported adverse operator consequences. The involved spiros connector device and the unidentified tubing set were reported as unavailable for evaluation. The exact cause of the reported event is unknown.